Manufacturer narrative:
Update: 8/6/2013- pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address metal wear. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain and discomfort. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Added: event/problem description, date received by manufacturer. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Update sep 7, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges stiffness, pain in groin, clicking noise, limited range of motion, bone and tissue damage. After review of the medical records for the MDR reportability, patient was revised to address pain, tenderness, and metal wear with inflammation. Revision notes reported some black wear particles around the ng portion of the morse taper, however, there was no wear. There was some wear especially of the liner side of the neck. Complainant information was added and updated product information. Stem has been added for the reported black wear particles. This complaint was updated on sep 29, 2017.